Manufacturer narrative:
(B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.

Event description:
It was reported by the customer via phone that during testing the customer's vapr 3 footswitch would not power on. There was no case involved, therefore no patient involvement or delays. The customer was not present during testing and could not provide any additional information. The device is being returned for evaluation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device was received and evaluated. Visually the device seems to be in used condition, as expected. Via functional testing the complaint device was connected to a test generator. Default settings were present, indicating the device was recognized by the generator and receiving power. By using a test electrode, the complaint device was activated, using 15-20 second continuous activation, both ablate and coagulation mode functioned as intended. No anomalies found. This complaint is not confirmed. We cannot discern a possible root cause on how the user experienced this failure, as the device was tested and functioned as intended. The DHR review indicated that this batch was processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.